Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned as it was causing diaphragm stimulation so it was determined to try an endocardial lead again that was successfully implanted. No additional adverse patient effects were reported.